Event description:
The event is reported as: the customer alleges that the cuff would not deflate when attempted to deflate through the pilot balloon. No report of a pt injury/harm.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.